Manufacturer narrative:
Date sent to the FDA: 12/07/2020 additional information: d9, h6 h6 component code: g07002 ¿ conforming device a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified additional h-3 summary: rep samples : it was received for evaluation an opened box with twenty-eight unopened samples of product. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed on body, tip or swage area. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the sample was tested by resistance test to needle and met the requirements. The device performed without any defect noted and the complaint sample was not received for evaluation. Actual sample: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code v359h. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 12/07/2020 corrected information: d4, h4 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported: "the needle of a first wire vicryl purple pulled off and broke on the point of crimping" please clarify: the needle broke and also the needle and suture pulled off during the procedure? According to the description the thread got broken at the level of attachment end (the needle did not broke but pulled from the thread). It was reported also "and then a needle of a second wire (same lot) broke into 2 parts" please clarify: another one needle broke during the intra op event of same lot md8dsxp0 and product code v359h? Please clarify if product code is also the same. A second device from the same lot has been used and the needle got broken in two part. The break occurred at the level of grasp area (grasp the needle in an area one third (1/3) to one half (1/2) of the distance from the attachment end to the point.) Was there any additional tissue damage as a result of searching for the needle piece? No patient consequences. The two part of the needle has been recovered and no metallic part have been observed by radiography. What is current condition of the patient? No patient consequences. Procedure date? (B)(6) 2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2020 and suture was used. During the procedure, the needle broke. An x-rays control was done on the operating table. No metal residues were identified on the x rays. There were no adverse patient consequences reported. Additional information was requested.